Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact.